Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 9 cm abdominal aortic aneurysm. Vessel morphology was severely angulated aortic neck with severe tortuosity. The vessel diameters are 26 proximal, 28, 30, 31mm distal neck. The stent graft was purposely placed 1cm below lowest renal because of severe neck angulation, with an anterior gate. Gate cannulation was difficult, and a snare was needed to complete gate cannulation. Marker catheter was inserted and a retrograde injection was done to mark the take off of the hypogastric artery on the right contra side. A 14x18x90 talent contralateral limb was placed. It was then decided to extend the ipsilateral side with an aneurx 18x18x85 limb. This was followed by extending the right contra side with an 18x18x80 talent limb. The incorporated coil trac balloons were used with the pieces. An angiogram was taken and it showed a proximal type I endoleak. (MFR report# 2953200-2008-01065). The physician placed a 34 talent cuff. A regular reliant balloon was opened to balloon the cuff and the proximal portions of the original graft. Ballooning was completed and another angiogram was taken. At this point, a large endoleak was noted that began proximal and extended down to the level of the flow divider or beyond. It was also noted that the distal portion of the cuff (open web) (MFR report# 2953200-2008-01066) appeared to be in a different plane than the rest of the graft. The distal end of the graft looked as if it was not connected to the graft, with the open web portion extending out to the right of the patient. The main body graft now appeared to be collapsed medially and contrast when injected appeared to be freely flowing out of a large graft fabric tear (type iii endoleak). The exact point in time that this may have occurred was not noted. The only unusual occurrence that can be noted was getting the cuff up through the angulated tortuous neck. During this time, it did appear to get stuck and required some pushing before it was placed in the proper location. It was decided to re-line the main body with another main body. A talent 34x16x155 was used. After delivering the second main body up the ipsilateral limb of the initial main body, the graft was deployed and the contralateral gate opened into the area of the fabric tear. The physician elected to convert the stent graft to an aui. (MFR report# 2953200-2008-01067) it was decided to gain access from the left brachial artery, and come down into the main body and place a 16mm occlusion device in the 14mm contralateral gate. Then after the surgeon prepared a fem-fem bypass graft, a 22mm occlusion device was placed inside the distal end of the 18mm contralateral limb that was placed in the originally placed main body. After taking abdominal flush angiogram, the patient was found to have patent renal arteries bilaterally, and what appeared to be a type I proximal endoleak which did not fill the aneurysm but did continue to fill the contralateral limb of the original main body graft. After ballooning the proximal main body once again with a reliant balloon; it was decided not to take any further angiograms due to the patient's poor renal function. The surgeon completed the fem-fem bypass, and closed the groin incisions. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval: results: (severely angulated aortic neck with severe tortuosity). (Endoleak). Eval: conclusion: (severely angulated aortic neck with severe tortuosity). Secondary intervention.